Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level up to 18 mmol/l; was able to self-treat. Caller alleges infusion set cannula is not sticking enough and the cannula has come out of his body. No adverse event reported. Infusion set has been discarded; no product will be returned.